Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced discomfort at his scs ipg site. The pt stated he feels a heat sensation similar to having a rash. The pt also stated the discomfort is present whether his stimulation is on or off. The pt consulted with his physician. The physician felt there were no issues of concern and advised the pt to continue to monitor the issue and to contact the office of anything changed. Add'l info received on (B)(6) 2014, identified the pt consulted with his surgeon and the surgeon recommended the pt's ipg be repositioned due to the discomfort the pt has been experiencing. However, the physician advised the pt that the repositioning of his ipg may not resolve the issue. F/u on (B)(6) 2014, identified the pt experienced numbness in his legs. The pt's physician believed the ipg was sitting on a nerve and gave the pt injections which relieved the pt's pain. Surgical intervention may be undertaken at a later date to address the issue.